Event description:
Facility has had 4 recent events involving IV tubing end breaking when disconnecting from the IV line. In all events, the tubing was attached without a needless adapter. All events reported difficulty in disconnecting and when able to disconnect, the end of the tubing broke off and was lodged in the IV and unable to be removed. One line was discontinued with no need to restart, one PICC line needed to be replaced, one lumen of a cvl was unable to be used. Two events occurred in (B)(6) 2018, 1 event in (B)(6) 2018 and the other event occurred early in 2018.